Event description:
It was reported by the customer that the pyxis medstation es system matrix drawer is jammed and cannot be opened. The customer stated that the malfunction caused a delay in accessing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer issue due to med jam. A field service engineer, removed medication jam located behind the drawer to resolve the issue. The system functioned as intended.